Event description:
It was reported to tyco healthcare /kendall on 04/2006 that a customer had a problem with a sharps container. The customer states that she received a contaminated needle stick when a needle was poking through the front, right -side bottom corner of the container.